Event description:
This is report 3 of 3 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device sounded horrible while in use together with the sagittal saw attachment device and oscillating saw attachment device. There was a three minute delay in the surgical procedure. An identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on march 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise after running for a few minutes, and failed the power test. Therefore, the reported condition was confirmed. It was further determined that the electric motor and electric control unit were not working properly, and the bearings, seals and coupling head were worn. The assignable root cause was determined to be due to wear on mechanical and electrical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.